Event description:
A customer contacted beckman coulter inc. (Bec), in regards to obtaining imprecise digoxin results above the normal reference range for one (1) patient's sample generated by the access 2 immunoassay system. Although the results did not cross clinical categories, the results did not meet the assay's precision claims. No erroneous results were reported out of the laboratory. There was no report of death, injury, or change to patient treatment in connection with this event.

Manufacturer narrative:
No sample collection or centrifugation information was supplied. No system information was provided. A bec field service engineer (fse) was dispatched on (B)(4) 2011 for this event. The fse replaced pipettor tip and performed alignments. The fse verified aspirate system. The fse performed 10 reps of digoxin on wash buffer with no issues noted. The fse performed qc and all results were in specifications. No root cause could be determined for this event.